Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, customer had gone to bed after midnight with no active insulin. Two hours later customer experienced a low blood glucose events and emergency medical services had to be called out. Customer stated the customer's blood glucose was 102 or 108 mg/dl prior to going to sleep and then it was 38 mg/dl. Customer was treated with a shot. Troubleshooting was performed on the device and it passed the displacement test. Customer is not returning the device for analysis. Customer was requesting assistance to download a report from the device.